Event description:
The hcp reported that the pt developed a granuloma. The pt is now a paraplegic. The granuloma was decompressed. A follow-up report will be sent when additional information is available.